Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient(pt)s communicator was no longer working as of tuesday. They spoke to the representative(rep) and they tried swapping out the cord but that did not work. Pt was vibrating on her back for two days (agent understood pt was experiencing stimulation). It was not a fun thing since pt was vibrating when trying to sleep. When pt was trying to use the communicator they got a message that said to turn commutator on but it would not turn on. During call caller closed all applications and powered off the handset. Caller held the communicator power button down for an extended period of time. Caller plugged the communicator into the charging cord and tried a different outlet, but communicator would not turn on or charge. The troubleshooting steps that were taken on the call resolved the issue.

Event description:
Patient representative called back and mentioned the new communicator was delivered. Patient rep mentioned they were trying to get it to work, there was no list of procedures provided with the unit and we think we got it right but they were unable to get it to connect. Agent instructed the patient rep to open the mystim app, patient confirmed a green and blue light on the communicator and handset prompted to use your handset to place the communicator over their implant. Agent instructed patient rep to place the communicator over their implant, patient rep confirmed handset showed device found and patient was able to connect to their therapy settings. Patient rep was able to turn the therapy on and patient confirmed they feel tingling in their back. Patient rep was able to adjust the stimulation to where patient was able to feel the stimulation. Agent reviewed with patient rep to close all applications in between use and to monitor. The troubleshooting steps taken on call resolved the issue.

Manufacturer narrative:
Section b5 updated with additional information. Section h6 updated with additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.